Event description:
It was reported that: "whilst in scanner oxylog ventilator turned off and could not be turned back on. Had to bag patient manually. After delay, ventilator was turned back on, but turned off again automatically 5 minutes later. No obvious trigger for turning off." Reportedly the event resulted in a delay in getting the scan and transfer to theatres for a time critical procedure - insertion of intraventricular drain for raised icp. The patient was found to be brain dead shortly after the procedure. Users assessed that the delay probably did not contribute to the outcome.

Manufacturer narrative:
Drager has requested the device log for first analysis and the complete device for investigation, but up to date the hospital has not yet released the device. The investigation is ongoing. The investigation results will be reported in the follow up report.